Manufacturer narrative:
The client was in the chair and alleges the chair took off on its own and threw the end user from the chair and then the chair drove around the house breaking a grandfather clock and finally stopped at one of the walls, at that point the chair could be powered off. The provider's technician attempted to do a remote service call but the end user and his uncle were unable to complete that process on (B)(6) 2017. The provider went out and picked up the chair on (B)(6) 2017 and brought it back to the shop and found no issue with the chair. They could not duplicate the issue the end user alleges. Dealer is not able to confirm if end user was wearing positioning belt and will not provide end user information for us to get more details. Dealer is replacing controller and footrests due to damage the end user caused running into things. No alleged malfunction was found after the chair was serviced by technician at numotion. End user was treated by a doctor, a broken femur was confirmed. Should additional information become available an additional record will be filed.

Event description:
The client and the client was in the chair and alleges the chair took off on its own.